Manufacturer narrative:
This follow-up report is being submitted to correct b5 in the initial report and report the additional information. Correction on b5 was made as follow. The device was inspected at the service department of olympus medical systems india private limited, not olympus trading (shanghai) limited (osh) the additional information was as follow. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc guessed that the reported event was caused by broken filament of spare lamp due to aging or accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user reported that the main lamp of the device was working properly whereas the spare lamp indicator lighted up as well. Olympus inspected the device at the service department of olympus (B)(4) limited (osh) and found an error that the main lamp of the device did not ignite and spare lamp did not work due to the defect of the spare lamp. There was no report of patient injury associated with this event.